Event description:
It was reported by repair work order that the scale was inaccurate due to a damaged scale module and faulty load cells. It was also reported that the bed was stuck in an elevated position due to a faulty foot lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the scale was inaccurate due to a damaged scale module. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the scale was also inaccurate due to faulty load cells and the bed was stuck in an elevated position due to a faulty foot lift motor.